Manufacturer narrative:
Based on to the received information from the field, a minor damage to the active electrode possibly caused by minute device mobility is suspected. However to confirm a root cause for the reported problem a device investigation is needed. Recent information stated that the user was re-mapped with a positive outcome. Currently there are no plans to explant the device, which remains in use.

Event description:
The user noticed changes in impedances going back to 2015. The user would complain of slightly decreased sound quality. It is unknown if a trauma occured. The user has decided to pursue obtaining an implant for the contralateral side prior to revision of the first side.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The hearing performance is affected. Re-implantation is considered.